Manufacturer narrative:
(B) (4).

Event description:
The pt's pump was explanted due to incision healing issues and an infection. The pt's mother stated that "the pump ate up her skin from the inside out became infected." The medication being delivered via the device system was not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.